Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. Blood glucose was in the 600s mg/dl and an insulin pen was administered to address high bg. As the occlusions had occurred in the past, a cause of the alarms could not be determined.